Manufacturer narrative:
E1 - address 1 (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had screen becomes noised. The issue occurred during gastrointestinal videoscope there were no reports of patient involvement.